Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the procedure the device was found to have low battery voltage indicated as a gray bar. The device was not used. There was no patient involvement.